Event description:
The subject catheter was returned for analysis and the device investigation revealed that the subject catheter ptfe polytetrafluoroethylene inner lining was peeled. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual/microscopic inspection, the subject microcatheter was returned with a stent deployed within the lumen at the proximal end of the microcatheter. The microcatheter was cut in order to remove the stent. Blood was present within the microcatheter. There was an unknown material (possibly some sort of tubing like polytetrafluoroethylene ptfe) present on the stent. During functional inspection, the microcatheter shaft was able to be flushed. A 0.023" pin gauge was verified to meet the catheter shaft when inserted into the catheter hub. A 0.0158" patency mandrel was able to be completely advanced through the microcatheter, resistance was noted where the stent was located. The reported defect was confirmed based on analysis of the device. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that the device was prepared for use as per the directions for use, there was no damage noted to the packaging prior to opening the packaging, the device confirmed to be in good condition during preparation/prior to use on the patient and continuous flush was set up and maintained throughout the clinical procedure. It was reported that while advancing the stent within the subject microcatheter, resistance was encountered in the shaft, and it got stuck in the shaft. During analysis, the subject microcatheter was returned with a stent deployed within the lumen at the proximal end of the microcatheter. The microcatheter was cut in order to remove the stent. Blood was present within the microcatheter. There was an unknown material (possibly some sort of tubing like ptfe) present on the stent. The microcatheter shaft was able to be flushed. A 0.023" pin gauge was verified to meet the catheter shaft when inserted into the catheter hub. A 0.0158" patency mandrel was able to be completely advanced through the microcatheter, resistance was noted where the stent was located. Based on a review of all available information and the analysis of the returned device it is probable that there may have been an issue with the flush during the procedure due to the presence of blood in the catheter, causing the difficulty advancing the stent. An assignable cause of procedural factors will be assigned to the as reported 'device problem unknown/unclear' as well as the as analyzed 'catheter ptfe inner lining peeling' and 'catheter shaft friction' as these issues are associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.